Manufacturer narrative:
Device evaluated by MFR - device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
A patient presented with infection at her generator incision site less than one month after her generator replacement surgery. The patient underwent a course of oral and IV antibiotic treatment. The patient was taken to the or for irrigation and cleaning of the site. The device history records were reviewed for the generator and revealed that the device was sterilized according to specifications prior to release for distribution. No additional relevant information has been received to date.